Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip came out of the device diagonally but the surgeon managed to clip the cystic duct (2). Five days post-operatively, the clip came out of the duct (both) and resulted in bile duct leakage and the patient was reoperated on 10/1999.